Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after a successful transseptal puncture, the faradrive sheath and dilator were inserted over the wire with no abnormalities noted during preparation. Once the sheath was advanced into the left atrium and the dilator and wire were retracted, 20cc of blood was aspirated without air ingress, and the sheath flushed easily. Upon introducing the farawave catheter into the sheath, irrigation stopped. A second aspiration of 20cc revealed visible air bubbles throughout the process. Troubleshooting included optimizing catheter alignment through the valve and confirming that the distal end of the sheath was not covered by tissue within the left atrium. Despite these adjustments, aspiration continued to draw air into the system. There was no visible fluid leak, but significant air ingress was noted, with numerous bubbles present in the irrigation/aspiration tubing. This occurred while the catheter tip was positioned in the clear shaft of the sheath, outside of the handle. The sheath was replaced with another same model and the procedure was completed successfully without any complications. The product is not expected to be return as disposed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information added to describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after a successful transseptal puncture, the faradrive sheath and dilator were inserted over the wire with no abnormalities noted during preparation. Once the sheath was advanced into the left atrium and the dilator and wire were retracted, 20cc of blood was aspirated without air ingress, and the sheath flushed easily. Upon introducing the farawave catheter into the sheath, irrigation stopped. A second aspiration of 20cc revealed visible air bubbles throughout the process. Troubleshooting included optimizing catheter alignment through the valve and confirming that the distal end of the sheath was not covered by tissue within the left atrium. Despite these adjustments, aspiration continued to draw air into the system. There was no visible fluid leak, but significant air ingress was noted, with numerous bubbles present in the irrigation/aspiration tubing. This occurred while the catheter tip was positioned in the clear shaft of the sheath, outside of the handle. The sheath was replaced with another same model and the procedure was completed successfully without any complications. The product is not expected to be return as disposed. It was further reported that a pressure bag was used for irrigation. No air seen in the patient. Guidewire was retracted into the guidewire lumen, with the guidewire tip aligned with the distal end of the catheter/guidewire lumen. Prolonged procedure was caused (15 mins) to the procedure, no further complications were reported.